Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The manifold assembly was recommended for replacement to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a damaged manifold causing a leak greater than 4.5 lpm. There was no report of patient involvement.